Manufacturer narrative:
Additional information was received that the lead was sutured on the atrium and had been tissue-sutured around the electrode in order to fix the electrode to the tissue. It was also reported that the device had been implanted for seven to ten days. Upon receipt at medtronic¿s quality laboratory, a piece of the lead was returned without its original packaging, which includes a sleeve and pin protection tubes. The proximal connector pins had been separated from the thorax needle. The electrode tip and a piece of monofilament were missing. A knot) had been made in the lead body about 11.5 to 12 centimeters proximal to the electrode ring. The installation of the electrode ring matched expected manufacturing requirements. About 0.5 millimeters of inner wire extended behind the insulation edge on the distal broken area; the fracture corresponded with the inner edge of the proximal crimp of the missing electrode tip. The inner cable had an irregular fracture. The proximal pin junction was within expected specifications. The analysis results showed that the distal side of the returned product had received abnormal stress that may have resulted in the fracture between the electrodes. The material history record of the conductor wire was reviewed, and showed that the conductor wire in the materials batch passed the incoming inspection. The device history record was reviewed and showed that this product met all manufacturing and production specifications, including the electrode tip/inner conductor wire junction, for product released for distribution. No issues were identified that would have impacted this event. It was noted that this was the second similar occurrence in the same hospital. The analysis and investigation of the returned segment did not confirm a root cause for the fracture. The device instructions for use (IFU) recommends aligning the pacing lead in the heart with the exit from the chest, and to leave an extra length of the conductor wire in the chest to prevent dislodgment during patient movement; placing a knot in the lead body could have contributed to electrode dislodgment, and have induced extra stress on the junction inner wire to distal electrode tip. The IFU also notes that this product is intended for temporary atrial and ventricular pacing and sensing for a contemplated implant duration of 7 days or less. The fracture most probably occurred due to fatigue related to flexing with the distal electrode, in combination with, but not limited to, the position of the electrode in the heart tissue, dislodgement, the implant technique and the implant time.

Event description:
Medtronic received information that during removal of this temporary pacing lead, it was noted that the electrode was broken. The broken part remained in the patient. The physician decided not to remove the device part, as there are no adverse patient effects. The lead will be returned for analysis.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the product be returned, a supplemental report will be filed following the completion of the analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.